Event description:
Manufacturers ref:(B)(4).

Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed internal leakage test during pre-use check. The nozzle unit in the air gas module and the o2 gas module was found defective and needed to be replaced to solve the issue. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).